Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported failed flow rate accuracy test which was reproduced as an under infusion. The reported condition was verified. The cause was determined to be an out of adjustment pressure plates. The pressure plates were adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a failed flow rate accuracy test. The process step was during testing. There was no patient involvement. No additional information is available.